Event description:
Boston scientific received information that patient was in a ventricular tachycardia (vt) storm and received a shock. Upon interrogation it was noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a code indicating the device shock impedance was out of range. A non-invasive programmed stimulation (nips) procedure was performed that showed the crt-d and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed programming options with the physician. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient was in a ventricular tachycardia (vt) storm and received a shock. Upon interrogation it was observed the cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited a code indicating the device shock impedance was out of range. The patient was actively coding at the time of the call. Shocks were successful initially, but no longer were. No further information was available. Additional information has been received from the manufacturer of the patient's right ventricular (rv) lead that this patient presented to the emergency room after receiving six shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf); the shock impedances were 57, 55, 77, 59, 56 and 63 ohms and successful conversion was noted. It was reported that the patient was syncopal with the episodes as a result of the vt/vf arrhythmias. Upon interrogation, an alert indicating a high shock impedance of greater than 200 ohms was observed, and as a result external defibrillation pads were placed on the patient and the patient was admitted to the hospital. The patient received five more shocks from the ICD the next day while in the hospital. After the fifth shock, the device was interrogated and the programmer displayed, "shock not delivered due to circuit break." The patient continued to be monitored and external defibrillation was used ten to fifteen more times for vt/vf. Reportedly the vt/vf was unable to be converted with external defibrillation and the patient died. Previously the shock lead impedance at clinic follow-up had been 45 or 48 ohms. It was reported that the physician does not believe the patient's death was the result of the out-of-range shock lead impedance, but rather, was the result of vt/vf that could not be converted using external defibrillation. It is unknown if the device was explanted, however, at this time it has not been received by boston scientific.

Manufacturer narrative:
(B)(4).